Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the bile duct and papilla during a sphincterotomy procedure performed on (B)(6) 2014. According to the complainant, after the cholangiography procedure, the physician inserted and placed the stonetome into the patient¿s bile duct with the aid of a jagwire. The physician had difficulty positioning the tome, and when cautery was applied, the lesion turned white, however, the desired cut was not achieved. It was noted that the cutting wire blackened. The device was removed leaving the jagwire in place and the blackened portion was cleaned with wet gauze. Before the device was reinserted into the scope, the device¿s balloon and handle were checked and no functional issues were noted. The generator settings were adjusted from 120w to 130w with the coagulation setting changed from 3 to 1. Cautery was then applied using the new settings, and an insufficient cut was made. The physician stopped performing the incision, and removed the device from the patient. Stone removal was performed and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the bile duct and papilla during a sphincterotomy procedure performed on (B)(6) 2014. According to the complainant, after the cholangiography procedure, the physician inserted and placed the stonetome into the patient¿s bile duct with the aid of a jagwire. The physician had difficulty positioning the tome, and when cautery was applied, the lesion turned white, however, the desired cut was not achieved. It was noted that the cutting wire blackened. The device was removed leaving the jagwire in place and the blackened portion was cleaned with wet gauze. Before the device was reinserted into the scope, the device¿s balloon and handle were checked and no functional issues were noted. The generator settings were adjusted from 120w to 130w with the coagulation setting changed from 3 to 1. Cautery was then applied using the new settings, and an insufficient cut was made. The physician stopped performing the incision, and removed the device from the patient. Stone removal was performed and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Result: although the reported event was unable to be confirmed, the result code 114 - operational problem is being used to capture the twisted working length, bent cutting wire and melted extrusion. Visual evaluation of the returned device found the working length twisted, the cutting wire bent and burnt. The extrusion was also melted. A resistance test was performed and was within specification. The orientation of the tip was within specification. The device functional evaluation confirms that the device met specifications with regard to conductivity. The investigation was unable to confirm the reported complaint. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.